Manufacturer narrative:
H 3: evaluation summary: all device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. An evaluation was performed for the customer reported issue. The device from this complaint was returned and evaluated at the regional service center. The reported condition was confirmed and fixed by replacing the damaged ultrasound sensor (us). The possible root cause of damaged to the us could not be determined at this time. As no root cause could be determined based on the available information; no actions will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the unit continuously running and are not shutting down even when the amount of feeding is reached. Additional information received from the customer stated that the metabolic patient was over fed outside of the accuracy limit. There was no harm to the patient and no medical intervention was required.